Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the imaging window was kinked and detached near the lapjoint section. During functional inspection, the telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. Microscopic inspection revealed that the imaging window was detached near the lapjoint section and the guidewire exit port was deformed, but the tip was in good condition. Media provided by the site was inspected and showed evidence of the reported issue. No other issues were identified during the product analysis.

Event description:
It was reported that a catheter issue occurred. An opticross hd was advanced for ultrasound examination of the target lesion. When removing the device, it was noted there was no resistance, however after it was noted that the tip of the marker had separated and remained inside the patient. A wire was then used to twist around the detached portion of the tip which allowed the physician to pull it out of the patient. The procedure was completed using another similar device. No patient complications were reported due to this event.

Event description:
It was reported that a catheter issue occurred. An opticross hd was advanced for ultrasound examination of the target lesion. When removing the device, it was noted there was no resistance, however after it was noted that the tip of the marker had separated and remained inside the patient. A wire was then used to twist around the detached portion of the tip which allowed the physician to pull it out of the patient. The procedure was completed using another similar device. No patient complications were reported due to this event.